Manufacturer narrative:
Product analysis: the product remains implanted; therefore, no product analysis can be performed. Conclusion: conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that at an unknown time following the implant of this transcatheter bioprosthetic valve, mobitz 1 arrhythmia was noted and a permanent pacemaker was implanted. Approximately three years and eleven months post implant of the valve, degeneration of the valve was reported. Twenty-six days later the valve was replaced valve-in-valve with a second transcatheter bioprosthetic valve. No additional adverse patient effects were reported.

Manufacturer narrative:
Conclusion: the valve was not returned as the valve remains in the patient. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. High gradients, was reported to be the cause of the valve-in-valve and can be related to valve related factors such as degeneration, thrombus, calcification, etc or non-valve related factors such as left ventricular outflow tract obstruction, patient pressures, left ventricle dysfunction, etc. However, without review of echocardiographic imaging, an assignable root cause cannot be determined. No issues were noted that would have impacted this event. The event description does not indicate a potential manufacturing issue. This event does not indicate device misuse or malfunction. If information is provided in the future, a supplemental report will be issued.